Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Concomitant product(s). Model: 419388, lead; implanted: (B)(6)2007. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's cardiac resynchronization therapy defibrillator (crt-d) triggered elective replacement indicator (eri) earlier than anticipated. It was noted the patient's competitors right atrial (ra) lead was programmed at a high output which may have contributed to the premature battery depletion of the device. It was also noted the patient is currently enrolled in the product surveillance registry. The device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.